Event description:
It was reported that this right ventricular (rv) lead exhibited noise. This noise was able to be reproduced in clinic. This lead is expected to be revised at a future date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).